Event description:
It was reported that after the iab was successfully inserted, it was noted that helium was not passing into the iab. Therefore, the iab was removed and replaced, but the same condition existed. After further investigation, it was discovered that the pump adapter was blocked with a piece of metal. The tubing set was exchanged and there were no further complications.